Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation procedure. It was mentioned that the valve of the sheath was noted with blood. Device and procedure outcome was unknown. No patient complications were reported. The device is expected to be return for analysis.

Manufacturer narrative:
No visible abnormalities were observed on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valve's ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation procedure. It was mentioned that the valve of the sheath was noted with blood. Device and procedure outcome was unknown. No patient complications were reported. The device is expected to be return for analysis.